Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('pelvic abscess bilateral tubo-ovarian complexes') in an adult female patient who had essure inserted. The patient's medical history included grand multiparity, pelvic adhesions, leukocytosis, fever, tubo-ovarian adhesion and bowel adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparotomy total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the tubo-ovarian abscess outcome was unknown. The reporter considered tubo-ovarian abscess to be related to essure. The reporter commented: a essure coils seen from the right ostia and 4 essure coils seen from the left ostia. On (B)(6) 2017 procedure robot-assisted laparoscopic bilateral sub-total proximal salpingectomies and cornual dissections removal of foreign bodies. On (B)(6) 2017 procedure oratory laparotomy total abdominal hysterectomy bilateral salpingo-oophorectomy lysis of adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of tubo-ovarian abscess ('pelvic abscess bilateral tubo-ovarian complexes') in an adult female patient who had essure inserted. The patient's medical history included grand multiparity, pelvic adhesions, leukocytosis, fever, tubo-ovarian adhesion and bowel adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparotomy total abdominal hysterectomy,bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the tubo-ovarian abscess outcome was unknown. The reporter considered tubo-ovarian abscess to be related to essure. The reporter commented: a essure coils seen from the right ostia and 4 essure coils seen from the left ostia. (B)(6) 2017- procedure robot-assisted laparoscopic bilateral sub-total proximal salpingectomies and cornual dissections removal of foreign bodies. (B)(6) 2017- procedure oratory laparotomy total abdominal hysterectomy bilateral salpingo-oophorectomy lysis of adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.